Event description:
Consumer reported complaint for meter not working properly. Pharmacy reported complaint on behalf of the customer. Customer had returned the meter to the pharmacy due to it not working as intended. No symptoms or medical attention associated with the use of the product was reported. No further complaint details had been provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer unable to perform follow-up call to customer to ensure that the initial concern was resolved ¿ contact information was not provided.